Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a left hip procedure, the femur fractured while implanting the stem. Due to the fractured femur, there was about a 1.5 hour delay to implant a different hip system with a plate and cables. Attempts have been made and no further information has been provided.